Event description:
A false positive advia centaur rubella g result was obtained for a patient sample. The patient had antenatal screen and the rubella g testing was performed on an alternate method. The result was negative. The repeat sample was tested on the advia centaur and the result was positive. Due to the discordancy, aliquots of the patient sample were tested on the other alternate methods and the results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant rubella g result.

Manufacturer narrative:
The cause for the discordant rubella g result is unknown. The calibration and qc were acceptable. The instrument is performing within specification. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011. (B)(4) 2012: additional information: the customer sent the patient sample to siemens healthcare diagnostics for further testing. The sample was tested on multiple lots and western blot. The results were all positive. The advia centaur result was correct as the western blot result was (B)(6).